Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 15jan2021.

Event description:
The biomed is reporting the ventilator will not stay powered on. The customer contacted product support and was advised to remove battery and attempt to power on the esprit ventilator. The biomed is reporting the power cord appears to be loose on the back of the ventilator. The customer reported that the unit was not in use on a patient. The biomed has tightened the power cord retainer and the unit is now powering on.